Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: returned to manufacturer: 15-apr-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number and is coded for "improperly loaded" and "stuck in cartridge" which is not related to the codes used in this investigation. Furthermore, the improperly loaded and stuck in cartridge complaint meets the criteria for no further investigation to be performed; therefore, no product malfunction or deficiency could be identified, and no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: ethnicity and race: unknown as information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). The iol was explanted due to complications with the iol and replaced with a non-johnson & johnson surgical vision lens. Through follow-up, additional information was received clarifying complications with iol as patient suffered trauma od after ce/iol resulting in subluxated lens. It was also confirmed the incision was enlarged during iol explant procedure, there was also a planned vitrectomy, and there were no unplanned suture(s). Patient outcome post lens exchange was reported as doing well and vision correctable to 20/20. No further information is available.